Event description:
A customer reported encountering an error with their continuous glucose monitor, specifically cgm error 42. The record did not indicate any adverse impact on the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and after following these steps, the error did not reoccur. The customer was able to successfully start a new sensor session.